Manufacturer narrative:
Sample and centrifugation information was not supplied. Qc was within the customer's established ranges. A bci assay applications specialist contacted the customer and explained that elevated concentrations could be due to the patient having an additional tumor which increases the release of pth or parathyroid gland manipulation which results in additional hormone secretion. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding interoperative (I/o) pth results for 3 samples from one patient generated by the unicel dxl 800 access immunoassay system increased in concentration during surgery and questioned by the surgeon. The customer notes they had a patient sample run for pth I/o baseline that resulted at 123.1pg/ml. The next result during surgery was 487.5pg/ml. A sample run 10 minutes later was 672pg/ml and the post surgery sample result was 289pg/ml. All samples were repeated on an alternate instrument in their laboratory and the results were very similar to the original results. It is unknown if there was a change to patient treatment attributed or connected with this event.